Event description:
The pt reported that 3 months ago she began experiencing dizziness, difficulty walking, an altered mental status, and drowsiness. The pt was currently at home, but she said she had just returned from her hcp's office and they had discussed pump replacement. The pt said she was due for a pump replacement and was trying to find an hcp to do the surgery, because she no longer saw the hcp that did the initial implant. The pt was encouraged to contact her hcp. The hcp reported that the pt was receiving morphine via the pump. It was unk whether or not the pt's symptoms were related to the devices. The pump was 8 years old and needed to be revised. The final pt outcome was reported as : no injury".